Event description:
Critically ill pt s/p cardiac arrest prior to arrival with poor prognosis was being transferred to ICU on lifepack 12; rn reported monitor switched from lead 2 to paddles without her manually doing this; rn changed monitor back to lead 2; on arrival to ICU, monitor was found in paddles mode again. There was no harm to the pt related to this event. Vendor came in to evaluate lifepack (B)(6) 2011 and found no failure in ECG lead select function.